Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking into the overpouch due to a missing blue luer cap. The leak was identified in the hospital prior to patient use. The infusor was filled with piperacillin / tazobactam 13500mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
This device was manufactured february 21, 2018 - february 22, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection on the returned sample revealed a leak inside the green pouch that contained the unit. The cause of the leak was due to a detached luer cap. The reported problem was verified. The cause of the detached luer cap could not be determined from the photo. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.